Manufacturer narrative:
The customer's report that the tubing set separated at the engagement of the pump segment to the lower fitment and leaked was confirmed based on visual inspection of the as-received set sample. The set was received separated at the engagement between the silicone segment and lower fitment of the pump chamber assembly. The expected retainer ring for this engagement was not received; however inspection of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the silicone segment tubing. Dimensional analysis of the available separated components observed they were within specification. No testing was deemed necessary due to the obvious separation. The root cause of the separation was not identified.

Event description:
It was reported that the tubing set separated at the engagement of the pump segment to the lower fitment and leaked while infusing total parenteral nutrition (tpn). No further information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing set separated at the engagement of the pump segment to the lower fitment and leaked while infusing total parenteral nutrition (tpn). No further information was provided.

Manufacturer narrative:
Correction: d.4;g.5.

Event description:
It was reported that the tubing set separated at the engagement of the pump segment to the lower fitment and leaked while infusing total parenteral nutrition (tpn). No further information was provided.